Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe has been returned and evaluated by the failure analysis, but the fa team was unable to confirm or reproduce the reported failure. System error logs could not confirm that the fault occurred in the field. A visual inspection was performed, and it was determined that the unit has no significant scratches or dents. The front bezel is in decent condition. The unit was installed onto a golden system, and it functioned as expected. The probable root cause could be determined based on failure analysis; however, a possible cause can be attributed to a generator defect caused by a component failure. The unit will be returned to the original equipment manufacturer (OEM) for additional failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed the technical support engineer (tse) that the monopolar energy failed to activate during use. The customer continued and completed with the procedure as planned. No known impact or patient consequence was reported.